Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the speed of the divertor gate and lubricated it, which resolved the issue. It was determined that the streamlab automation system had a divertor gate misfire, which caused the sample with sample ID (B)(6) to not be diverted from the track to the dimension vista instrument. A different sample was inadvertently delivered to the dimension vista and processed with the test order for sample ID (B)(6). Once the sample was sent back to the track and read by the barcode reader, streamlab recognized that the sample ID was not (B)(6) and posted a warning of "possible wrong result." The sample was also routed to the priority output rack, which requires the operator to look into the issue. The cause of the incorrect patient sample being tested and resulted for a different patient is related to the malfunction of streamlab divertor gate. This system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that the streamlab automation system produced a "possible wrong result" warning for a sample which had been tested on a dimension vista instrument connected to the automation track. The results for the patient had been reported out and were questioned by the physician(s). The customer believed the incorrect sample had been delivered to the dimension vista instrument from the track, and repeated the patient sample on the same dimension vista instrument and an alternate dimension vista instrument. The repeat results from both dimension vista instruments did not match the initial results. A corrected report was issued to the physician(s) with results from the repeat testing. There are no known reports of patient intervention or adverse health consequences.